Event description:
Caller was not able to find lot number. We did a cs test and the meter read below the range. They just opened cs today. Replaced meter, strips, cs and sent rl.

Manufacturer narrative:
I-sens retrieved the complaint meter and strips and analyzed the cause of the incorrect reading. The result of the control solution test was 97mg/dl(h: 203~274mg/dl) which was lower than the acceptable range. As a result of conducting a detailed analysis to determine the cause, it was confirmed that the meter counter pin was deformed. As reviewing in-process inspection record and qc data of complaint meter, it has been confirmed that the returned meter properly displayed measured value (approximately glucose concentration of 200mg/dl) and passed qc inspection. Also, there were 281 data saved in the meter, so it is presumed that a problem occurred due to improper use such as inserting the test strip upside down into the connector or inserting an object other than the test strip.